Event description:
During initial manufacturing testing, the device display indicated an alarm condition for "door open while pumping" but did not have an accompanying audible alarm. There were no reports of any adverse patient events while device was in clinical use.